Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which resulted in oversensing. The physician felt the patient only needed an rv lead. The rv lead was ultimately abandoned surgically. No additional adverse patient effects were reported.